Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced recurrence pain, extrusion, infection, urinary problems and dyspareunia. In (B)(6) 2002 the patient had excision of retained suture by implanting surgeon. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat urinary incontinence and mesh was implanted.